Event description:
On (B)(6) 2024, abiomed complaints team received a literature study entitled 'utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease" monitored 48 patients over two years who were implanted with a mechanical circulatory device. During the support period an unspecified number of patients on impella 2.5 support experienced conditions including limb ischemia, hematomas and axillary dissection.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Citation: alraies, m. C. (2019). Utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease. 2019 scientific sessions. Https://scai.confex.com/scai/2019/webprogram/paper3220.html

Manufacturer narrative:
The investigation for the reported access site bleed, vascular damage, and limb ischemia has been completed. The impella device was not returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the reported issues could not be determined. F6 and f8 should have been left blank. H6 component codes corrected.